Event description:
Literature was reviewed regarding coronary sinus (cs) pacing after tricuspid valve interventions. The authors described a patient who was implanted with two left ventricular (lv) leads due to having a prior tricuspid valve repair or replacement. One lead was positioned in the lateral branch of the coronary sinus (cs), and the other was positioned in the anterior interventricular vein. One lead exhibited an increase in right ventricular (rv) pacing impedance. The other lead exhibited an lv threshold increase. The leads remain in use. No adverse patient effects or additional product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: coronary sinus pacing after tricuspid valve intervention single-center case series. Jacc case reports. 2025. 30: 104560. Doi: 10.1016/j.jaccas.2025.104560 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.